Event description:
After breast augmentation in (B)(6) of 2005. I began having shoulder and neck pain. Had an MRI but nothing conclusive yet, I was in so much pain I had to go to the ER. Eventually received a steroid shot but shoulders continues to have pain. Also had vision changes, became allergic to everything, placed on medication to control it. Had hormone issues (hot flashes, insomnia, low libido) and began taking bioidenticals to combat the symptoms. Had insomnia which caused me to prescribed ambien was on this drug for 2 years. Developed capsular contraction in the right breast and was having breast pain. This is what lead me to decide to remove my implants on (B)(6) 2018. Since removal I no longer take the hormones or ambien and all my symptoms are gone. My shoulder and neck pain was gone immediately after explant.